Event description:
The device reportedly displayed dashed lines while monitoring a patient. The device operator reportedly replaced the ECG electrodes, swapped the patient cable and the dashed lines continued to be displayed. The patient's outcome and details were not initially reported to mpc.